Event description:
The customer reported they were unable to see any alarm messages at their philips intellivue information center (piic), and it was unclear which patient needed assistance. The device was reported in use, but no adverse event to patient or user was reported.